Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a farawave ablation catheter was selected for use. It was noted that when the physician tested the flower and basket positions with the guidewire inserted into the catheter, whilst in the flower position, the guidewire became stuck within the catheter lumen, preventing any movement. Guidewire was removed with difficulty, as consequence wire got bent and a new one was needed. The catheter was replaced and the procedure was completed successfully. No patient complications were reported.